Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. With the was positioned in the laa of the patient the wds was inserted. The physician deployed a 24mm closure device, but it did not meet release criteria. The device was fully recaptured and removed from the patient. A new transseptal puncture was performed at a more inferior position. After more than 20 minutes of trying the physician finally succeeded in achieving a new transseptal position. The physician positioned the was in the laa of the patient and continued the procedure. At this point in the procedure the patient's blood pressure began to drop, a perforation was ruled out, but the patient still decompensated. The patient was noted to have an av block and they went into cardiac arrest. Cardiopulmonary resuscitation was performed, and the patient was given epinephrine. After three minutes the patient's pulse returned. After an additional ten minutes while the patient remained stable the physician decided to continue the procedure. Before the procedure could be continued the patient decompensated a second time. The patient's blood pressured dropped again and the patient was given medication before becoming stable again. The physician ended the procedure with no closure device implanted and the patient will be kept overnight for observation. That night the patient experienced a cerebral vascular accident. A computed tomography scan was performed, and a subarachnoid hemorrhage was found. The patient is currently still hospitalized in the intensive care unit and is not responsive.